Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that an a2101 ultra base unit had the transitional member fall out. There was no pt contact, delay or injury involved with this report.